Event description:
A dialysis home pt reported finding 6 minicaps which appeared to not have any povidone-iodine in the cap. According to the home pt there was no pt use, no pt injury, no medical intervention and all samples were discarded.